Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient developed an epidural hematoma following the implant procedure. The hematoma was drained and the lead was repositioned. The patient has recovered without sequelae.